Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump was not working. The device would not come on at all. It had stopped working in the middle of the night. It kept on beeping and saying 3, then it shut down. The customer was asleep when the anomaly occurred. Troubleshooting was performed. It was noted there was a crack on the insulin pump¿s case. The customer¿s blood glucose level at 3 a.m. Was 495 mg/dl. They treated with manual injection. They declined troubleshooting for the high blood glucose. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump was received with no button response due to flattened escape, act and b buttons dome switch (no creased). Inspected lcd connector and no unlocked connector noted. Unable to perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No blank display anomaly noted, however moisture damage found on the electronics and motor. Pump had cracked case near display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and minor scratched display window.